Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Event description:
It was reported that the 107" (272 cm) appx 8.7 ml, transfer set w/dual check valve, microclave®, luer lock had an infusion issue. It was stated that there is a new event of valve failure with this set. Medications including electrolyte replacements, and flushes filled flush bag and did not infuse into patient. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.